Manufacturer narrative:
Overheating could not be duplicated because the device had no power; however, corrosion damage of the internal components was identified as the probable cause of the device overheating. Corrosion of the internal components can cause overheating due to increased friction between the moving parts.

Event description:
The core impaction drill was sent for eval due to overheating during a procedure. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.